Manufacturer narrative:
Additional information (25-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Siemens reviewed the information provided by the customer and the instrument data files. The investigation indicated that the patient samples had abnormal reaction flags. As per the dimension tacrolimus (tac) assay instructions for use (IFU), the initial result with an abnormal reaction indicates that the sample should be retested with liquid chromatography-mass spectrometry (lcms) methodology due to a detected interference. The results do not indicate an issue with testing, but since the results are different than the alternate non-siemens system, which was considered correct, the issue is consistent with an interfering substance in the patient sample. However, the cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00310 was filed on 23-nov-2022. Initial mdrs 2517506-2022-00309, 2517506-2022-00311, 2517506-2022-00312, 2517506-2022-00313, 2517506-2022-00314, 2517506-2022-00315, 2517506-2022-00316, 2517506-2022-00317, 2517506-2022-00318 and 2517506-2022-00319 were filed for the same event on 23-nov-2022. MDR supplements 2517506-2022-00309 supplement 1, 2517506-2022-00311 supplement 1, 2517506-2022-00312 supplement 1, 2517506-2022-00313 supplement 1, 2517506-2022-00314 supplement 1, 2517506-2022-00315 supplement 1, 2517506- 2022-00316 supplement 1, 2517506-2022-00317 supplement 1, 2517506-2022-00318 supplement 1 and 2517506-2022-00319 supplement 1 are filed for the same event.

Event description:
A discordant falsely elevated patient sample tacrolimus (tac) result was obtained on a dimension® xpand® plus with hm system. The result was not reported to the physician. The same sample was reprocessed on an alternate non-siemens instrument. A lower result was obtained, considered correct, and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tac result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated tacrolimus patient sample result obtained on a dimension xpand plus with hm system. Siemens is investigating the event. Mdrs 2517506-2022-00309, 2517506-2022-00311, 2517506-2022-00312, 2517506-2022-00313, 2517506-2022-00314, 2517506-2022-00315, 2517506-2022-00316, 2517506-2022-00317, 2517506-2022-00318 and 2517506-2022-00319 were filed for the same event.